Event description:
It was reported that during pre-discharge check, the right ventricular (rv) lead exhibited high capture threshold upon interrogation. Chest x-ray confirmed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient was in stable condition.